Event description:
It was reported that noise on the ventricular channel was observed via real-time egm. Programming change was made, but the noise persisted. The device was explanted and replaced due to a suspected header issue.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported noise was a lead anomaly.